Manufacturer narrative:
The complaint was forwarded to the manufacturing facility for investigation. A follow up report will be filed once their investigation is completed.

Event description:
Housekeeper reports that the gloves have caused her hands to break out. The palms of her hands have turned yellow, her knuckles and fingers have turned darker and she has cuts on her hands as well as sores in between her fingers and at the knuckles. She saw a dermatologist and a physician.

Manufacturer narrative:
Several attempts were made to attain patient information as well as the issue sample. No response and no samples were provided by the customer. This was the first complaint for this type of report for this glove manufacturer in the past 12 months. The device history record (DHR) was reviewed and no abnormality was noted. All manufacturing process controls and operating parameters were within the validated specification and no abnormality was found. No change was made to the raw materials and suppliers, compounding formulation, or manufacturing process during the production of this lot. Result from physical properties testing on the gloves from this lot at the time of product release prior to shipment met astm d6319 requirements and pre-shipment quality inspection of this lot passed all inspection requirements prior to final shipment release. Manufacturing process was reviewed by the glove manufacturer to ensure it is running with the validated parameters and within normal process capability. Retained samples of gloves from the same lot were donned by the manufacturer¿s employees for 30 minutes ¿ no incident of skin irritation was reported. It is to be noted that sensitivity of individuals to nitrile gloves may be a factor in developing skin irritation or allergic reaction from wearing such gloves. Complaint glove samples were not available at the time of this investigation for evaluation and testing to determine root cause. Therefore, the root cause could not be determined. The manufacturer will continue to ensure that the manufacturing process is stable as well as capable, good manufacturing practices are adhered to and continuous improvement strategies are implemented to ensure gloves are consistently produced according to the required specification prior to packing and release for shipment.